Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and it was confirmed that the lens was damaged and misaligned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the subject device was broken and defective. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.